Event description:
It was reported that a pt underwent a thermal endometrial ablation procedure in 2007. During the procedure, the catheter was primed successfully and inserted into the pt. The pressure stabilized at one hundred and seventy-three and the therapy cycle started. Approx one minute and forty-five seconds into the eight minutes of treatment, the pressure dropped to ninety-five. The physician removed the device and noted a leak in the balloon. It was verified that all fluid was accounted for and none was missing. A new device was opened and the procedure was completed successfully with no adverse pt consequences.

Manufacturer narrative:
The product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form.